Manufacturer narrative:
The pod was received with the soft cannula deployed, and the formed needle visible through the exposed portion of the soft cannula. The linkage assembly was noted not to be fully retracted. When the linkage assembly was manually pulled back, it could still not be fully retracted. Resistance was noted when moving the slide retract up and down the mechanism rails. When the linkage assembly was detached from the slide retract, the slide retract could easily move up and down the mechanism rails and the outer link of the linkage assembly could easily move about the pivot point. The mechanism spring did not function as intended. The exposed needle contributed to the reported pain.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 305 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and patient complaining of pain at the infusion site, patient's mother found the needle had not retracted on this pod; this indicates a needle mechanism failure occurred.